Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 7 years, 3 months due to calcification, severe stenosis, and moderate insufficiency. The patient presented with heart failure and dyspnea. The explanted valve was replaced with a 27mm 11400m valve. The patient expired on pod#8. Per medical records, patient suffered from prolonged therapy for endocarditis starting in 2019 and completing therapy in 2021 (2024-10560-01). Intraoperatively, all three leaflets on mitral valve were found to be heavily calcified and thickened. Annulus was debrided and a 27mm 11400m valve was sutured in place. Intraoperative tee demonstrated mitral valve functioning normally with no pvl or insufficiency. On pod#7, patient was started on IV keflex due to sternal drainage. During a CT scan, patient vomited and aspirated, becoming unresponsive shortly after. CPR was initiated and the patient was emergently intubated and sedated, resulting in severe hypotension. Patient was urgently sent to the ICU intubated with massive aspiration pneumonitis in ards. The patient expired the following day.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a history of hyperlipidemia (hld) and diabetes mellitus (dm).